Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes which appeared to be loss of contact. It was further reported the icm might be moving or dislodging. The icm remains in use. No patient complications have been reported as a result of this event.